Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, cracked display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on keypad traces.

Event description:
The customer reported receiving a button error alarm on the insulin pump. The customer's blood glucose was 160 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.